Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor failed to alarm when there was changes in glucose levels. The customer had "no memory of the period until morning when they woke up" and was then treated with glucose sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor flag, no failure modes were observed. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. An extended investigation was further performed. Visual inspection performed on the returned sensor and de-cased sensor was observed. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The returned sensor was re-programmed to activate with known good reader. After waiting for few minutes, the known good reader was connected to masterm and command was sent and first 5 ble packets were received. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a5 phone with an android 14 operating system with app version 3.5.1.10362. The customer reported that the sensor failed to alarm when there was changes in glucose levels. The customer had "no memory of the period until morning when they woke up" and was then treated with glucose sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.